Manufacturer narrative:
Samples were collected in 5.5ml lihep plasma tubes and centrifuged for 15 minutes at 3000g at 20° c. The samples were sent to cpls (customer product line support) for additional testing. Cpls was able to repeat the customer's neat results on both the plasma and serum samples. Qc has been within the customer's established ranges. A routine system check performed on (B)(4) 2011 passed within instrument specifications. There is no indication that service was dispatched for this event. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reproducible reactive (B)(6) generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate sample type and an alternate methodology produced a discordant "(B)(6)" result. No reports of death, injury or change to patient treatment have been reported in connection with this event.